Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass, broken and missing end cap, missing motor, broken reservoir tube lip, cracked battery tube threads, cracked case at display window corner and minor scratched lcd window.

Event description:
It was reported via phone call that the customer fell and it shattered the bottom of the insulin pump as well as the reservoir compartment. Customer's blood glucose level was unknown. Advised insulin pump would be replaced.